Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube and battery cap contact. Unable to verify low battery or weak battery alarms due to blank display. The insulin pump has with cracked case at display window corners, battery tube threads and minor scratched display window.

Event description:
It was reported the customer received a low battery alarm. The customer stated their battery was only lasting four to five days. The customer stated they did not perform excessive button pressing. It was also found the customer did not frequently use their backlight. The customer was advised their insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.